Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemorrhoidopexy. According to the reporter: after stapling, most of the staples did not forma proper b-shape causing severe bleeding around the resected area. The user said that the most harsh bleeding are occurred around 6 o'clock side. The area was manually sutured to control bleeding and ligation. Surgery time was extended by more than 30 minutes. The pt had a re-operation due to bleeding.